Event description:
Customer reported three discrepant samples in one sars-cov-2 tma run, wl 004272-20220404-01, using assay lot 319638 on panther instrument sn (B)(4). The samples were initially positive but were accidentally tested in duplicate where they all resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no mention of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or run kinetics issues. Hologic application support agreed with ts¿s review and found no issues with kinetics or controls from the logs; they concluded the samples were likely low-target or mishandled, therefore unable to repeat when retested. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.